Manufacturer narrative:
(B)(4). This occurred on an unknown date in 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five clearlink duo-vent continu-flo solution sets was unable to prime. This occurred while trying to prime with normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
As the samples were not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.